Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received multiple power loss alarms when the batteries are out of the insulin pump for less than 10 minutes. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The alarm history was reviewed. It was found that they did not receive a low battery alert prior to the replace battery now alarm. The insulin pump was not dropped. There were no unattended alarms. It was the second occurrence of replace battery now without a low battery warning. The insulin pump will not be returned for analysis.